Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the infusion set tubing became coiled under the customer's waist band and the tubing was straightened out which resolved the issue. Insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.